Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system kit was used on an anterior repair procedure on (B)(6) 2014. According to the complainant, during the procedure, the leader loop detached inside the patient. Nothing was left inside the patient. The procedure was finished with another uphold lite kit. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of suture detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.